Manufacturer narrative:
Investigation of previous occurrences has determined that user error related to maintenance of environmental conditions of the incision are the cause of zip device adhesion loss. Based upon the physician-provided photographic images, it appears that the loss of device adhesion was most likely caused by one of the following reasons: inadequate deep suturing may have resulted in a subdermal bleed which, when coupled with the collection of exudate, reduced device adhesion and subsequent device tension loss normal standard of care related to dressing application/replacement may not have been followed, resulting in excess moisture build-up under the dressing. Device may have been applied to skin that was not adequately cleaned and dried or may have been placed, temporarily removed, and re-placed over the incision. Note: this failure mode cannot be detected in the provided pod 0 image. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, a zipline zip 24 surgical skin closure device was placed to facilitate closure of an incision from a total hip arthroplasty procedure performed in (B)(6). Further details on use of surgical dressings or medications have not been provided, to date. On post-operative day (pod) 3, the patient presented with visible blood at the incision site under the zip 24 device and the physician noted that the zip device was loosened. The physician subsequently cleaned the incision and re-engaged the straps of the zip device to attempt to re-close the incision. At the current time, it is unknown whether the physician may have partially or fully removed the zip device from the patient during the cleaning process. On pod 4, the physician performed a check of the incision and found that the zip device had lost adhesion with the patient's skin, resulting in migration of one side of the device to the edge of the incision. The physician then removed the zip device and intervened by closing the incision with sutures. Physician-provided photographic images confirm the loss of adhesion and also appear to indicate the presence of exudate under the zip 24 hydrocolloid adhesive material.

Manufacturer narrative:
Multiple attempts were made by zipline medical (05/24/2017, 06/10/2017, and 06/26/2017) to obtain accurate information about the details of the case from the physician via zipline's asia pacific sales director and zipline's product distributor in (B)(4). However, information obtained in emails from the distributor provided conflicting information regarding patient treatment course provided in this report. Additional attempts to provide clarity on the conflicting information have gone unanswered. Investigation of previous occurrences of this failure mode has determined that user error related to maintenance of environmental conditions of the incision are the cause of zip device adhesion loss. Based upon the physician-provided photographic images, it appears that the loss of device adhesion was most likely caused by one of the following reasons: inadequate deep suturing may have resulted in a subdermal bleed which, when coupled with the collection of exudate, reduced device adhesion and subsequent device tension loss. Normal standard of care related to dressing application/replacement may not have been followed, resulting in excess moisture build-up under the dressing. Device may have been applied to skin that was not adequately cleaned and dried or may have been placed, temporarily removed, and re-placed over the incision. Note: this failure mode cannot be detected in the provided pod 0 image. Report data corrections: event date was updated to reflect the manufacturer's date of awareness of the event. Original report listed the date of MDR report submission. Description was updated to include the statement "based upon conflicting information provided in multiple emails from the distributor, the zip device was replaced with either sutures or staples." Device lot number and expiration date were corrected, because follow-up investigation of the complaint determined that the suspect device was from a different lot than originally reported.

Event description:
On (B)(6) 2017, a zipline zip 24 surgical skin closure device was placed to facilitate closure of an incision from a total hip arthroplasty procedure performed in (B)(6). Further details on use of surgical dressings or medications have not been provided, to date. On post-operative day (pod) 3, the patient presented with visible blood at the incision site under the zip 24 device and the physician noted that the zip device was loosened. The physician subsequently cleaned the incision and re-engaged the straps of the zip device to attempt to re-close the incision. It could not be determined whether the physician may have partially or fully removed the zip device from the patient during the cleaning process. On pod 4, the physician performed a check of the incision and found that the zip device had lost adhesion with the patient's skin, resulting in migration of one side of the device to the edge of the incision. The physician then removed the zip device and intervened by closing the incision. Based upon conflicting information provided in multiple emails from the distributor, the zip device was replaced with either sutures or staples. Physician-provided photographic images confirm the loss of zip adhesion and also appear to indicate the presence of exudate under the zip 24 hydrocolloid adhesive material.